Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during bolus. The customer's blood glucose level was unknown at the time of the call. The customer stated that there was a bent cannula. The customer was advised to call back if the issue occurred again. The customer was advised to replace the reservoir set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.